Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an air in line load sequence alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was evaluated on site by a baxter field service technician. The customer reported issue "air in line load sequence alarm¿ was unable to be reproduced during testing. A device history review revealed no issues that could have caused or contributed to the reported issue. No issues were found related to the reported issue however an investigation for inadequate evaluation by baxter field service technicians was opened. The investigation has determined retraining for baxter field technicians will be performed as part of the resolution. Should additional relevant information become available, a supplemental report will be submitted.